Manufacturer narrative:
Upon review it has been determined that this is an erroneous duplicate report. This incident was previously reported via MDR 3005975929-2019-0165.

Event description:
It was reported that patient was having pain and was revised to a dual mobility liner.